Manufacturer narrative:
H6: investigation summary: ten unused samples were provided to our quality team for investigation. The product was visually inspected, no damage or molding defects were observed that could have contributed to the reported incident and the stopper was verified to be properly assembled onto the plunger rod. A device history review was performed for the reported lot 2103066, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing and tip and thread verification. The returned samples underwent these same tests and product was found to meet required specification. Based on the quality team's investigation and samples evaluation, we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. H3 other text : see h10.

Event description:
It was reported that syringe 50ml ll leaked. This occurred on 3 occasions. The following information was provided by the initial reporter: moisture flows out immediately after pulling up.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll leaked. This occurred on 3 occasions. The following information was provided by the initial reporter: moisture flows out immediately after pulling up.